Event description:
It was reported by the aci vascular closure specialist that a pt underwent a diagnostic coronary procedure sometime in the week of (B)(6) 2012. Access was obtained at the common femoral artery via a 5f sheath (model unknown). A pre-procedure femoral angiogram showed the vessel size to be approximately 6 mm. Following the procedure, the physician who is a trained user, selected the mynx cadence vascular closure device 5f to close the access site. It was reported that the "sealant failed to deploy properly." The device was removed and the pt was converted to approximately 20 minutes of manual compression. Hemostasis was achieved. No further information is available.

Manufacturer narrative:
The device was received with the shuttle cartridge engaged to the handle and the introducer sheath was pulled back against the handle. The sealant was flared over the balloon proximal bond. The balloon had a severely inverted tip. The advancer tube was compressing against the sealant. The proximal tamp lock of the returned device was dislodged resulting in over shuttling. Based on the provided information and the investigation performed, the cause for the tamp lock detachment is due to a bond failure at the polyimide shaft. The review of the lhr (lot f1208801) indicated that the mynx lot met all established performance criteria prior to shipment.